Event description:
Account reported that the 2mm valve cutter blade broke off end. Unable to find the non-radiopaque tip. Embolectomy performed by surgeon, x-ray taken angiogram. The tip was not located by the staff.